Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed no anomalies were found. (B)(4)

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 0158, boston scientific lead, implanted: (B)(6) 2004; a 4470, boston scientific lead, implanted: (B)(6) 2004. (B)(4).

Event description:
It was reported that the patient had an infection. The device was explanted and no new device was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.